Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/04/2015 with the following findings: on investigation, the alleged no power issue was not duplicated. Review of black box data found records of several power on reset after processor communication related was acknowledged. The battery compartment and the battery cap were undamaged and the cap was able to fit properly onto the pump. Using the returned caps, the pump powered up to the display with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Removal of pump casing did not find intermittent conditions on the printed circuit board. Unrelated to the reported issue, the display was found to be dim and discolored.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the pump had lost power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).